Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) did not work. The epg passed incoming functional testing. It was confirmed that the housing was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not work and had a defective housing. The epg was returned for service. No patient complications have been reported as a result of this event.